Manufacturer narrative:
It was reported that moisture was coming from the compressor, but no more info whether the problem was solved or if any parts were changed. This information is not specific enough to point to any particular fault. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that moisture was coming out of the compressor. There was no patient harm. Manufacturer's ref #: (B)(4).